Manufacturer narrative:
Medwatch sent to FDA on 12/07/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "lumps" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: adverse events: "the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache." "Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess." "Additionally there have been reports of nodules, infection, and inflammation." "The onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaid¿s, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month."

Event description:
Patient reported that after injection in the jowls, cheeks, and forehead with juvederm ultra plus xc, the patient experienced "lumps that last for a day then go away on their own" at the injection sites six months later and chronic sinus infection. Nasal spray was administered to treat the sinus infection but there has been no treatment for the lumps. Symptoms have not been resolved. Patient takes ipratropium nasal spray daily, paxil, and zanax concomitantly. An internal medical assessment by a healthcare professional does not believe there was a relationship between the patient's current sinus condition and the product because the patient appears to have a chronic sinus condition that predates [their] injection.